Event description:
Clinical study. It was reported that 266 days post index procedure the pt presented with in-stent restenosis. The index procedure was the proximal right internal carotid artery/segment 7, with an 80% stenosis and was 15 mm long with a 6 mm reference vessel diameter. The physician placed a nexstent 4-9 x 30mm. The stent was post dilated with an unspecified balloon; the residual stenosis was reported to be 20%. No reported injuries or complications with initial implant. The event procedure was 266 days after the index procedure; the pt presented with an 80% in stent restenosis of the target vessel. The physician performed target vessel revascularization (tvr) using a competitor's protection device and carotid stent system. There were no reported pt injuries or complications. The patient was discharged one day following the tvr with no "residual effects."

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at its time of release to distribution. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis could not be performed. The root cause for the event will be documented as anticipated procedural complication.